Event description:
Prior to the implant procedure, the right ventricular (rv) lead helix was unable to be extended. The event was resolved by replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clean. The helix could extend and retract by applying torque directly at the connector pin. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies.